Event description:
The patient contacted animas on (B)(6) 2012 stating the ok and up arrow buttons had delayed responsiveness. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump under garment against the body and cleaned it with soap and water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent/delayed responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses are required before the buttons will engage. Observed damage to the keypad-the keypad cover is torn on the ok button, exposing the button contact. Removed keypad cover to check condition of the button contacts and contamination was present under the contacts of all buttons. Ok button contact is inverted.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.